Event description:
It was reported that the front case keypad of the seven pcu modules will be replaced due to power failure. There was no patient involvement confirmed by customer.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the front case keypad of the seven pcu modules will be replaced due to power failure. There was no patient involvement confirmed by customer.